Event description:
Children's medical ventures (chmv) received a report from a durable medical equipment (dme) supplier stating that on (B)(6) 2013, a smartmonitor device has failed to alarm during an apnea event resulting in the pt being transported to the hospital. The current condition of the pt is unk and the device has yet to be returned for investigation.

Manufacturer narrative:
(B)(4). Smartmonitor 2 is designed to monitor and record pt's breathing (respiration), heart (cardiac) activity. The monitor alerts you if any of these activities exceeds the limits prescribed by the physician. Pt alarms are set by the health care professional before the smartmonitor 2 is delivered to the pt. During monitoring, when the pt's breathing effort and/or heart activity are not within these set boundaries, an indicator light comes on and an alarm sounds. The dme has been contacted for additional information and the return of the device. Once the investigation into the reported issue has been concluded, a follow-up report will be filed.